Event description:
It was reported that a patient in a post-market clinical follow-up dataset experienced atrophic non-union with screw fatigue failure. The fatigue failure was recognized approximately 9 months post-implantation. The non-union was considered likely related to a comminuted fracture and a history of smoking. The patient underwent nail removal approximately 15 months post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item#: unknown, unknown screw, lot#: unknown. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.